Manufacturer narrative:
(B)(4).the sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient complained of pain 8 days after capsule placement. The physician received the required information including a technique to detach the retained capsule.